Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause of this event was attributed to some factor external to co's product. The results testing similar batch lots of product indicated no mixing anomalies. It is believed that the environmental conditions of the or may have affected the set-up time of the cement.

Event description:
During a total hip replacement, the distal portion of the cement hardened; however, the proximal cement was still runny. A new batch of cement was mixed and used to complete the surgery. There was no adverse consequence for the pt.